Event description:
The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 940 mg/dl and vomiting. The wife stated that the customer had been in the hospital three weeks earlier for the same reason. The customer was too sick to troubleshoot at the time of the call, and the wife did not know how to use the insulin pump. Later, the territory manager called to report that the event was due to insulin leaking at the tubing and reservoir connection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.